Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during an evt a advance 35 lp low profile balloon catheter ruptured. The balloon catheter was advanced through an unknown 6 fr sheath to the common iliac artery; an inflation device was then used to inflate the balloon with a 1:1 contrast to saline solution to 8 atm when it ruptured. The ruptured balloon catheter was then removed, and a new device was used to complete the procedure. No adverse effects to the patient occurred due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, drawing, specifications, instructions for use, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination was conducted. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. Two relevant nonconformances were recorded. Although these are relevant to the reported failure mode, all non-conforming product was scrapped, and there are 100% inspections to capture this nonconformance. As adequate inspection activities have been established, there is objective evidence that the device history record was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. The device is provided with instructions for use which warn, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur. The burst pressure data was analyzed using factors for a one-sided tolerance to determine with 95% confidence that 99.9% of these balloons would not burst at or below the calculated rate burst pressure.¿ based on the available information, cook has concluded that a component failure contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an evt a advance 35 lp low profile balloon catheter ruptured. The balloon catheter was advanced through an unknown 6 fr sheath to the common iliac artery; an inflation device was then used to inflate the balloon with a 1:1 contrast to saline solution to 8 atm when it ruptured. The ruptured balloon catheter was then removed and a new device was used to complete the procedure. No adverse effects to the patient occurred due to this occurrence.